Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported they may have pulled the leads loose to their external neurostimulator (ens) trial system. The patient was unable to increase stimulation and was getting an error message saying "cannot provide your desired setting." The patient was unable to feel stimulation on either lead. The patient was advised to contact their healthcare provider.